Event description:
On 13/jun/2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In fact, the pd nurse stated the event was not caused by dialysis. In additional follow-up, another pd nurse familiar with the patient stated that the patient was hospitalized on (B)(6) with symptoms of abdominal pain. It was the patient had a pd culture obtained in the hospital. However, the nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy (medication(s) unknown) for peritonitis. Additionally, the nurse indicated that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis in the hospital. At the time follow-up was completed, the patient remained hospitalized and no further information was available. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).